Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by unstable angina. The patient had 2 endeavor sprint stents implanted in the rca and one endeavor sprint stent in the lad. Nine months post the index procedure, the patient experienced a lacunar infraction. Medication was administered, and the patient recovered. The investigator indicated that the event is not related to the study device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.